Event description:
It was reported that upon opening the symmetry small vessel balloon dilatation catheter packaging, the catheter fell out of the box. The device was not contained within an inner pouch. The product was not used in the procedure.